Event description:
Caller indicated the relion micro meter was reading high. Customer got reading of 500 and felt that was too high says he did not have symptoms of high bg in fact he felt like his bg may be a little low. Audio states he took 30 units of insulin and this could have caused him to go into diabetic shock. Made several attempts to contact customer for further information and have product returned for evaluation.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.